Manufacturer narrative:
The pms clinical reassessment has been reviewed and it has been determined, the device did contribute to the reported event via possible failure, malfunction, improper or inadequate design, manufacture, labeling, and/or user error per 21 cfr 803.3. A corrective report will be filed reflecting this decision. After further review, this report is now being filed as section b1 has been changed to adverse event instead of a product problem. Section h1, type of reported complaint and section h6, health impact code was updated to reflect this decision.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory irritation, and dizziness/headache response. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. No other information has been received however if additional information is received a supplemental/follow up will be sent.